Event description:
A customer contacted baxter (B)(4) reporting that the transfer set was causing the patient to change the tube, due to the broken mini set valves. No patient injury has been reported as confirmed by the customer. No further information is available at this time.

Manufacturer narrative:
(B)(4). One unused set in original unopened packaging (companion) was received in reference to the report of crack/broken. The set was visually inspected and no manufacturing abnormalities were noted. Functionally hand tightened a lab titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. No visual defects were noted. The complaint could not be confirmed in the lab. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet.